Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of over 1000 mg/dl and ketones that were identified as dangerous by a healthcare professional; cause was unknown. Reportedly the customer sustained kidney damage and voice was altered. Customer gave a manual injection and changed supplies in an attempt to treat bg. At the hospital the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged, 08/23/2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.